Event description:
It was reported that a pt underwent a breast surgery procedure on (B)(6) 2010. A drain was placed and a reservoir was connected and functioned properly upon first activation. On (B)(6) 2010, the locking plate of the reservoir could not be locked after emptying the reservoir. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in supplemental 3500a form.